Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The sleeve doesn''t enter into a 2.2 mm incision. It folds on itself as if it''s not rigid enough. No product available, no patient injury.